Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that his wife was hospitalized due to high blood glucose. The customer's blood glucose was between 380 and 385 mg/dl at the time of the incident. The customer's spouse also reported that his wife experienced vomiting and shaking as symptoms of high blood glucose. The customer's spouse stated that there was an emergency room visit for their high blood glucose. The time of the emergency visit was 5:40am and the date of the emergency visit was (B)(6) 2015. The customer's spouse also mentioned that they received a no delivery alarm a week ago. The customer's spouse stated that the customer was wearing the insulin pump at the time of the emergency room visit. The insulin pump will not be returned for analysis.